Event description:
Pump declared an altitude alarm which led to a suspension in insulin delivery. Customer¿s blood glucose level at the time was 9.3 mmol/l, which was within the normal range. Technical support instructed customer to clean speaker holes, reconnect the cartridge, and subsequently load a new cartridge when insulin delivery could not resume, but the alarm recurred. Technical support decided to replace pump and cartridge, and customer was advised to use multiple daily injections as backup therapy. Pump was under warranty, and customer was instructed to return it using a pre-paid label, ensuring it was first placed into storage mode.